Manufacturer narrative:
The event took place in (B)(6).

Event description:
The customer complained of a questionable free triiodothyronine (ft3) result for one patient sample. The test was performed either on a cobas 6000 e601 module of unknown serial number or on a cobas 8000 e602 module with serial number (B)(4). Clarification has been requested. The initial ft3 was > 32.55 pg/ml and was reported outside the laboratory. The sample was repeated on a siemens centaur. The repeat result was 4 pg/ml. There were no adverse events.

Manufacturer narrative:
The customer sent the patient sample to the manufacturer for investigation. The investigation found the presence of an interfering factor that hinders binding of the ft3 to the monoclonal antibody used in the assay, falsely elevating the result. The possibility of such interferences occurring is covered in product labeling.